Event description:
It was reported that there was particulate matter found within the balloon of a small volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from june 6, 2014 to june 11, 2014. Evaluation summary: visual inspection of the returned device noted a solid white particle, approximately 1.49 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause or origin of the particle could not be determined. A CAPA has been initiated to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.